Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging a continuous positive airway pressure (CPAP) device's sound abatement foam became degraded and caused the patient to have kidney issue. The patient did receive medical intervention which required a stent placed and hospitalization. The device was returned to the manufacturer's product investigation laboratory for investigation.an external visual inpsection of the device was completed by the manufacturer and found no signs of contamination on the device. An internal visual inspection was completed by the manufacturer. The manufacturer found signs of contamination on the inlet port and in the blower box. The device's downloaded event log was reviewed by the manufacturer and found no erros logged.the device was hooked up to power supply, airflow was verified and the device operated properly. The manufacturer concludes no evidence of sound abatement foam degradation or breakdown. In the initial report section b2 and health effect impact code were mentioned incorrectly which has been corrected / updated in this report. Section b2, d9, g3, h6 has been updated / corrected.

Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused a kidney issue. The patient did receive medical intervention which required a stent placed and hospitalization. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.